Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) showed no irregularity. The reported event was reproduced. Disconnection of the camera cable was noted. Omsc guessed that the reported event was caused by the disconnection of the camera cable. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.